Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08735 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump delivered a bolus without their input. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump over delivered with 7 units. A carelink report showed a manual bolus right after a high blood glucose alert. The customer did not provide further details. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.